Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use, a bd angiocath¿ IV catheter was found with foreign matter as a ¿transparent dot was found on the catheter. ¿there was no report of injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos from the customer in support of this complaint. According to the description of this complaint and due to the fact of it is the second complaint for batch 6292238, it was performed the analysis of the batch history for excess of silicone issue. DHR/ qn/ ncmr review: the final assembly batch: 6292115 used in the claimed final product batch: 6292238 of angiocath 22g x 1.00 in were tested for presence of "foreign / no-foreign matter" and were not evidenced records of this defect. Qn/ ncmr review: there are no quality notification (qn) or non-conformity report records of foreign and no foreign matter for the claimed batches. Although samples of this claim have been submitted for analysis, it appears that the silicone is visible on the catheter according to claim (B)(4) involving the same claimed batch 6292238 in this claim. In addition, there is a great possibility that this amsotra has been retained on arrival in (B)(6) by regulators, and therefore, there is no guarantee that they will be released in a timely manner. Investigation conclusion: based on the investigations conducted for claims of excess silicone of angiocath, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipping. For more details on root cause check (B)(4).